Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display had been fading for the last 2 months and denied trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: the display was a dim red color upon booting. The dim display was replaced by a test display and the variance in color and contrast resumed to normal. Unrelated to the display issue, the battery compartment was observed to be cracked between the case seal and the battery cap on the back of the pump.